Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case concerns a female patient (with unspecified age) who received treatment with synvisc one and later experienced injection site effusion. The patient previously received synvisc one injection in the joint of the left knee. It was reported that tolerance and efficacy was good. No medical history, concurrent conditions or concomitant medications were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not provided) in the joint of the right knee. It was reported that the injection was performed under medical imaging control. On (B)(6)2016, one day after receiving treatment with synvisc one, the patient presented with a very important injection site effusion. On (B)(6) 2016, an injection site puncture was performed and the liquid was clear. An analysis had been performed. At the date of the contact the results were not reported. It was reported that the physician injected in the joint a corrective treatment with a corticoid nos. As of (B)(6) 2016, the outcome was not reported. Corrective treatment: corticosteroid and puncture outcome: unknown. A pharmaceutical technical complaint was initiated and results were pending for the same seriousness criteria: required intervention. (B)(4).

Event description:
This unsolicited device case from (B)(6) was received on 01-mar-2016 from a physician. This case concerns a female patient (with unspecified age) who received treatment with synvisc one and later experienced injection site effusion. The patient previously received synvisc one injection in the joint of the left knee. It was reported that tolerance and efficacy was good. No medical history, concurrent conditions or concomitant medications were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not provided) in the joint of the right knee. It was reported that the injection was performed under medical imaging control. On (B)(6) 2016, one day after receiving treatment with synvisc one, the patient presented with a very important injection site effusion. On (B)(6) 2016, an injection site puncture was performed and the liquid was clear. An analysis had been performed. At the date of the contact the results were not reported. It was reported that the physician injected in the joint a corrective treatment with a corticoid nos. As of (B)(6) 2016, the outcome was not reported. Corrective treatment: corticosteroid and puncture. Outcome: unknown. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention. (B)(4). Additional information was received on 03-mar-2016. Ptc number and ptc results were added and text was amended accordingly.